Event description:
On date of report, company received a report where it was claimed that the inner cannula of a 6cfs tracheostomy tube was causing some irritation. The caller reported that the inner cannula was scratching the patient's trachea while in use.